Event description:
Pt reported cadd solis pump malfunction. The screen turned blank when trying to use the pump and no alarm was sounding. Pt tried to troubleshoot by changing the battery and that still didn't fix the blank screen problem. Pt does not have serial number available at this time - she is not at home. 1 replacement pump scheduled for delivery tomorrow. Did the reported product fault occur while in use with the pt? No. Did the product issue cause or contribute to pt or clinical injury? No. Is the actual device available for investigation? Yes. Did we replace device? Yes. Did the patient have a backup device they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved. The reporter did not provide the serial number. However, per our records there is a reasonable possibility the serial number in question may be the following: (B)(6). No further information provided.